Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sale rep that during training, there was a hardware problem with high pressure,the relay doesn't start. No procedure involved.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. The reported issue was confirmed. Overpressure alarms deranged. Multiple attempts were made to obtain additional information from the affiliate regarding the details of the failure, however no response was received. An adjustment of settings on the cpu board was made to correct the issue. A review into the depuy synthes mitek complaints system revealed 3 other dissimilar complaints for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.